Event description:
It was reported that the patient had a mini stroke. The patient had a computerized axial tomography (cat) scan was done and it was believed to be related to the device along with the mini stroke. The patient had a doctor appointment scheduled on the day following the date of this report. There was also a bulging on the right side of the head where the wire was behind the ear. Further follow-up is being conducted.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3387-40, lot# j0343947v, implanted: (B)(6) 2003, product type: lead. (B)(4).